Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 20 x 3.00mm stent attached to a guidewire was returned for analysis without the sds. A visual examination of the returned stent found it detached from the stent delivery system (sds) and stuck to the floppy end of the customer guidewire. The stent showed signs of showing signs of being stretched and damaged. A review of the manufacturing stent profile data was performed. All the devices were within max crimped stent profile measurement. Additionally, a review of the overall stent length was conducted. All devices were within the crimped stent length tolerance range. The device was returned without the sds. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04-nov-2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion with a significant bend of greater than 45 and less than 90 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. A 20 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage and dislodgement.